Event description:
Caller alleged discrepant inratio results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.1, date: (B)(6) 2011, inratio: 1.2, lab: 2.6. Time between testing is less than 1 hour. Pt reports that it often takes a long time to get the blood drop down, possibly longer than 20 seconds. Pt was sent new strips for further correlation. Customer called back on (B)(6) 2011 to let technical services know that the problem has been resolved with his new strips (did not have lot number available). He also mentioned that the strips form this case had gone traveling with him over seas and had been placed in checked luggage.

Manufacturer narrative:
Investigaiton pending.